Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. One test strip returned for evaluation - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that the replacement products are working fine.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with tests results from back to back blood tests of 63, 105 and 85 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 100 mg/dl. Customer does use alcohol pads prior to sticking fingers. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/13/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).